Manufacturer narrative:
The field service engineer determined that vacuum tubing was perforated. The tubing was replaced and there were no further issues. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The reporter provided specific data for one patient sample. For all other affected samples, the initial na values were over 180 mmol/l and when repeated, the repeat values were "ok". For the one patient sample with specific data, this sample initially resulted with an na value of 163 mmol/l and repeated with a value of 134 mmol/l. The na electrode lot number and expiration date were requested, but not provided.